Event description:
It was reported that during an unspecified stenting procedure, locking difficulties were encountered. The lesion was located in the common bile duct (cbd). Upon advancing the flexima biliary 7fr/7cm stent delivery system (sds), the catheter was locked "but moved from the device" and the physician noted that the locking mechanism of the inner catheter did not function properly. The device was removed and the procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".